Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they need to get an MRI of their head. The patient said they provider office for probably over 6 years. Patient tried to connect to the implant with the patient programmer and was seeing the poor communication screen. The issue was not resolved through troubleshooting. Reviewed ins may be depleted. Sent hcp listings. Patient said they see a doctor once a year who is an oncologist. The patient said they currently use catheters